Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included overweight, libido decreased, vaginal dryness, acute cystitis, abdominal pain lower, antenatal screening test, sleep disorder, vaginitis, vulvovaginitis, normal pregnancy (encounter for supervision of other normal pregnancy, second trimester), antepartum hemorrhage and urgency urination. Current weight 133 lbs. Concomitant products included oral contraceptive nos from 20-sep-2017 to 20-dec-2017 for birth control. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy") with rash, 12 days after insertion of essure. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dysmenorrhoea ("dysmenorrhea/dysmenorrheacramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), tooth disorder ("dental problems"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches:migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and amnesia ("memory loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed"), back pain ("lower back pain"), dysuria ("during urination pain") and pain of skin ("skin touch pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on 1-may-2018. At the time of the report, the pelvic pain, back pain, dysuria and pain of skin had resolved and the genital haemorrhage, dysmenorrhoea, menorrhagia, anxiety, depression, vaginal haemorrhage, tooth disorder, urinary tract disorder, bladder disorder, migraine, nausea, allergy to metals, dyspareunia, fatigue, alopecia, vaginal discharge, weight decreased and amnesia outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain of skin, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, vaginal bleeding, nausea, back pain and the following event was described in patient's medical record- device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2019: pfs & mr received: reporters¿ information was updated. Patient's date of birth, demographics and race was added. New events- did not undergo an essure confirmation test, pain of skin, dysuria, back pain, amnesia, weight loss, vaginal discharge, hair loss, fatigue, dyspareunia, rash, nickel allergy, nausea, migraine, bladder disorder, urinary tract disorder, dental problems, vaginal bleeding and genital hemorrhage were added. Event onset date was added. Outcome of event pelvic pain was updated from unknown to recovered/resolved. Patients medical history and concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 29-year-old female patient who had essure (batch no. He012xz) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included overweight, libido decreased, vaginal dryness, acute cystitis, abdominal pain lower, antenatal screening test, sleep disorder, vaginitis, vulvovaginitis, normal pregnancy (encounter for supervision of other normal pregnancy, second trimester), antepartum hemorrhage, urgency urination and vaginal delivery. Current weight 133 lbs. Concomitant products included oral contraceptive nos from (B)(6) 2017 to (B)(6) 2017 for birth control. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy") with rash, 12 days after insertion of essure. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dysmenorrhoea ("dysmenorrhea/dysmenorrheacramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), toothache ("dental problems: tooth aches"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches:migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and amnesia ("memory loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed"), back pain ("lower back pain"), dysuria ("during urination pain"), pain of skin ("skin touch pain"), arthralgia ("aching in the joints/knee pain"), fibromyalgia ("fibromyalgia"), food aversion ("not having the appetite to eat after the procedure"), pain in extremity ("had pain on my thights") and abdominal distension ("feeling bloated") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (robotic bilateral salpingectomy with cornual resection and repair). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, dysuria and pain of skin had resolved and the genital haemorrhage, headache, dysmenorrhoea, menorrhagia, anxiety, depression, vaginal haemorrhage, toothache, urinary tract disorder, bladder disorder, migraine, nausea, allergy to metals, dyspareunia, fatigue, alopecia, vaginal discharge, weight decreased, amnesia, arthralgia, fibromyalgia, food aversion, pain in extremity and abdominal distension outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, fibromyalgia, food aversion, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pain of skin, pelvic pain, toothache, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: insertion details - right side 05 coils and left side- 04 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, vaginal bleeding, nausea, back pain and the following event was described in patient's medical record- device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: social media received.new events aching in the joints, fibromyalgia, not having the appetite to eat after the procedure,had pain on my thighs, feeling bloated was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (underwent surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, headache, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2018: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 29-year-old female patient who had essure (batch no. He012xz) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included overweight, libido decreased, vaginal dryness, acute cystitis, abdominal pain lower, antenatal screening test, sleep disorder, vaginitis, vulvovaginitis, normal pregnancy (encounter for supervision of other normal pregnancy, second trimester), antepartum hemorrhage, urgency urination and vaginal delivery. Current weight 133 lbs. Concomitant products included oral contraceptive nos from 20-sep-2017 to 20-dec-2017 for birth control. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy") with rash, 12 days after insertion of essure. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dysmenorrhoea ("dysmenorrhea/dysmenorrheacramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), tooth disorder ("dental problems"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches:migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and amnesia ("memory loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed"), back pain ("lower back pain"), dysuria ("during urination pain") and pain of skin ("skin touch pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (robotic bilateral salpingectomy with cornual resection and repair). Essure was removed on 1-may-2018. At the time of the report, the pelvic pain, back pain, dysuria and pain of skin had resolved and the genital haemorrhage, headache, dysmenorrhoea, menorrhagia, anxiety, depression, vaginal haemorrhage, tooth disorder, urinary tract disorder, bladder disorder, migraine, nausea, allergy to metals, dyspareunia, fatigue, alopecia, vaginal discharge, weight decreased and amnesia outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain of skin, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: insertion details - right side 05 coils and left side- 04 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, vaginal bleeding, nausea, back pain and the following event was described in patient's medical record- device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received: lot number added. Medical history added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (underwent surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, headache, menorrhagia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. He012xz) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included overweight, libido decreased, vaginal dryness, acute cystitis, abdominal pain lower, antenatal screening test, sleep disorder, vaginitis, vulvovaginitis, normal pregnancy (encounter for supervision of other normal pregnancy, second trimester), antepartum hemorrhage, urgency urination and vaginal delivery. Current weight 133 lbs. Concomitant products included oral contraceptive nos from(B)(6)2017 to(B)(6)2017 for birth control. On (B)(6)2017, the patient had essure inserted. On (B)(6)2017, the patient experienced allergy to metals ("nickel allergy") with rash, (B)(4) days after insertion of essure. In (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dysmenorrhoea ("dysmenorrhea/dysmenorrheacramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), toothache ("dental problems: tooth aches"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches:migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and amnesia ("memory loss"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), anxiety ("anxious"), depression ("depressed"), back pain ("lower back pain"), dysuria ("during urination pain"), pain of skin ("skin touch pain"), arthralgia ("aching in the joints/knee pain"), fibromyalgia ("fibromyalgia"), food aversion ("not having the appetite to eat after the procedure"), pain in extremity ("had pain on my thights"), abdominal distension ("feeling bloated/feeling gassy"), urticaria ("hives"), contusion ("bruises from the spots"), bacterial vaginosis ("bv is an issue"), inflammation ("inflammation"), pruritus ("itch"), fungal infection ("yest infection") and gastrointestinal sounds abnormal ("rumbling") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (robotic bilateral salpingectomy with cornual resection and repair). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, back pain, dysuria and pain of skin had resolved and the genital haemorrhage, headache, dysmenorrhoea, menorrhagia, anxiety, depression, vaginal haemorrhage, toothache, urinary tract disorder, bladder disorder, migraine, nausea, allergy to metals, dyspareunia, fatigue, alopecia, vaginal discharge, weight decreased, amnesia, arthralgia, fibromyalgia, food aversion, pain in extremity, abdominal distension, urticaria, contusion, bacterial vaginosis, inflammation, pruritus, fungal infection and gastrointestinal sounds abnormal outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, contusion, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, fibromyalgia, food aversion, fungal infection, gastrointestinal sounds abnormal, genital haemorrhage, headache, inflammation, menorrhagia, migraine, nausea, pain in extremity, pain of skin, pelvic pain, pruritus, toothache, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: insertion details - right side 05 coils and left side- 04 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, vaginal bleeding, nausea, back pain and the following event was described in patient's medical record- device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-jan-2020: social media content received: events: yeats infection, rumbling, itch, hives, inflammation, bacterial vaginosis, bruising were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 29-year-old female patient who had essure (batch no. He012xz) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included overweight, libido decreased, vaginal dryness, acute cystitis, abdominal pain lower, antenatal screening test, sleep disorder, vaginitis, vulvovaginitis, normal pregnancy (encounter for supervision of other normal pregnancy, second trimester), antepartum hemorrhage, urgency urination and vaginal delivery. Current weight 133 lbs. Concomitant products included oral contraceptive nos from 20-sep-2017 to 20-dec-2017 for birth control. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy") with rash, 12 days after insertion of essure. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dysmenorrhoea ("dysmenorrhea/dysmenorrheacramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), tooth disorder ("dental problems"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches:migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and amnesia ("memory loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed"), back pain ("lower back pain"), dysuria ("during urination pain") and pain of skin ("skin touch pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (robotic bilateral salpingectomy with cornual resection and repair). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, dysuria and pain of skin had resolved and the genital haemorrhage, headache, dysmenorrhoea, menorrhagia, anxiety, depression, vaginal haemorrhage, tooth disorder, urinary tract disorder, bladder disorder, migraine, nausea, allergy to metals, dyspareunia, fatigue, alopecia, vaginal discharge, weight decreased and amnesia outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain of skin, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: insertion details - right side 05 coils and left side- 04 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, vaginal bleeding, nausea, back pain and the following event was described in patient's medical record- device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.